Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received frequent unexplained no delivery alarms, had an insulin pump error alarm, had rejected new batteries, had lost settings, act button was sticky and non responsive, had hairline crack on the insulin pump from bolus button to screen, was cracked near battery compartment and insulin was squirting while priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.